Event description:
Per the physician, subject had perforated peroneal and tibial arteries in the left leg that were due to multiple passes of the atherectomy device required to get through the plague. Surgical intervention is unk.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.